Event description:
The patient was feeling the stimulation but it was not covering her pain well. The lead and extension were replaced. During the procedure, impedance were measured with the ipg, all unipolar pairs were >4000 ohms. The ipg was also replaced; after the same result was obtained with the new ipg, the manufacturer representative realized the measurements were done with the ipg outside the pocket. After the new ipg was placed in the pocket, all impedance values were normal. The patient was getting good stimulation after the surgery.